Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered end of life (eol) and had a charge timeout causing an audible alert. The alert is ongoing, and the patient wanted to turn it off. The patient was advised that there were no available therapies from the device and device behavior is unpredictable once in eol. The physician is working with the patient and is planning on removing the ICD and not replace it. The device remains in use. No patient complications have been reported as a result of this event.